Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found on the right side window zipper body is open and three zipper elements are open. The top ridge zipper pull tab is missing. There is a 1 inch netting tear in the right window. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The customer reported, there is a hole on the right side panel. The size of the hole was not reported. There was no pt incident or injury reported.